Event description:
During the index procedure, the physician implanted an endeavor sprint rx drug eluting stent in the cx and two endeavor sprint rx drug eluting stents in the lad. Approximately 13 weeks later, the patient suffered stent thrombosis in the lad (thrombotic occlusion of endeavor sprint rx stent). The patient was treated with revascularisation of the cx and lad using balloons and medication. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.